Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported the pt had an elevate anterior and apical prolapse repair system implanted. The pt experienced chronic vaginal bleeding and erosion. On (B)(6) 2013, the ethibond suture was removed. The entire device was explanted and replaced. No further pt complications were reported.